Event description:
Healthcare provider reported unknown side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify a smooth opening in the posterior and missing piece of the shell. Based on the device analysis the final assessment is: -a opening sharp in the posterior assessed as unidentified (tear) opening. -missing piece of the shell assessed as to inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.